Manufacturer narrative:
(B)(4). The sample was discarded therefore an evaluation was not performed.

Event description:
During a follow up call to the facility nurse on (B)(6), 2010, the nurse indicated antibiotics were being added to the peritoneal dialysis bag as the patient had peritonitis on an unknown date in (B)(6) 2010 which was treated with unknown antibiotics for an unknown length of therapy. The peritonitis is considered resolved. The nurse did not have the patient's chart available to complete the peritonitis worksheet. The nurse reported that the patient's peritonitis is not related to the patient initial report of an overfill. The patient continues to use the cycler for peritoneal dialysis therapy.